Manufacturer narrative:
During a courtesy site visit on (B)(6) 2022, a (B)(6) hospital representative commented that during correlation testing, a few cepheid genexpert positive samples tested negative with the t2sars-cov-2 panel (eua). Cepheid CT values were evaluated for those reporting negative on t2dx instrument isa1621000279. T2sars-cov-2 panel negative results were determined to be below the limit of detection for the assay. The cepheid genexpert assay is more sensitive in sars-cov-2 detection than the t2sars-cov-2 panel and likely the cause for discrepant results.

Event description:
During a courtesy site visit on (B)(6) 2022, a (B)(6) hospital representative commented that during correlation testing, a few cepheid genexpert positive samples tested negative with the t2sars-cov-2 panel.